Manufacturer narrative:
Device not accessible for testing: at this time, the customer cancelled their request for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) conversed with the customer and was advised that this was a charging issue and once the unit was charged up all errors were cleared. A supplemental report will be submitted if additional information is provided and upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit displayed error codes 107 and 67. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed error codes 107 and 67. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was further reported that the customer created the charging error. Attempts to communicate with the customer have been made to obtain further repair information. A supplemental report will be submitted if additional information is provided and upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10,h11. Corrected fields - d5.